Event description:
During investigation of the device, it was reported that foreign matter was noted in the nozzle. There was no patient involvement, nor any allegation of harm/adverse event associated with this report.

Manufacturer narrative:
Additional information: e1 (telephone number): (B)(6). The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the bending angle is insufficient due to the stretching of the angle wire. The play of the angle knob is out of the normal state due to the stretching of the angle wire. A chip in the lighting lens is observed. The insertion tube has discolored. A scratch is observed on the insertion tube. The bent rubber adhesive part is cracked. The insufflation/irrigation volume is insufficient due to a blockage in the insufflation/irrigation nozzle. The water drainage function is impaired due to a blockage in the insufflation/irrigation nozzle. There is a scratch on the tip cover. The adhesive part of the objective lens has peeled off. The waterproofing of the scope connector is not maintained. There is a scratch on the scope connector. There is peeling of the plating on the scope connector contact points. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the nozzle was unable to be further specified. Moreover, no physical damage of the device was confirmed where the foreign material had remained, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. It is suggested that the user facility review the method of device handling according to the instructions for use (IFU). IFU states the detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. IFU states the preventative measures in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.